Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a coil was returned for evaluation. The coil was inspected and found to be covered in dried blood. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Microscopic inspection was done and the zap tip shape and surface was smooth. The coil dimensions are found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 13may2016. A 10mmx40cm interlock -35 was selected to be used. During the procedure, it was noted that the coil detached in the catheter. The coil was pulled out of the catheter. No patient complications reported. However, device analysis revealed that the interlocking arm of the coil had been pulled off.